Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: complaint description b braun pump infusing norepinephrine at 0,12 mcg/kg/min when repeated air bubble in the line were alarming. Several attempts made to correct the issue including disconnection and priming of air bubbles. Pt's bp dropped requiring a second line of norepinephrine titrated to 0.16 mcg/kg/min. In attempts to correct hypotension. As well, 2 liters of ringer's lactate [one liter under pressure were ordered to optimize hemodynamics and increase map's greater than 65. Overall, the delay in the infusion caused subsequent drops in bp that could have been detrimental to the patient.